Event description:
Egd (esophagogastroduodenoscopy)/peg (percutaneous endoscopic gastrostomy) procedure. Surgeon attempted to place a peg tube in pt. Catheter of needle broke off into tissue of abdominal wall.